Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that placements of two atrial leads were attempted without success due to patient anatomy. The leads were removed and not replaced. No patient complications were reported as a result of this event.